Event description:
A hospital in (B)(6) reported that two mr290 autofeed humidification chambers were leaking water after 12 to 24 hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: both complaint chambers were received and visually inspected. Results: the visual inspection revealed that both chambers were cracked along the base of the dome, and that none of the cracks appeared to be stress-related. A lot check revealed no other complaints for this product for the lot number provided. Conclusion: we were unable to determine what caused the problem observed by the customer. The hospital has informed us that the chambers were being used with a babylog v500n ventilator but did not state what therapy or settings were being used. During some therapies the pressures produced in the chamber sometimes are in excess of 80cmh2o, which may affect the integrity of the chamber every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8 kpa.